Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint confirmed. One unpackaged ar-8400bc batch number 15071505 was received for investigation. Visual inspection found that the spring inside the hub was damaged, so the instrument looks bent. The instrument shaft was inspected for straightness - no problem found. Functional testing was not performed due to the damage to the device. The most likely causes for this type of issue/occurrence are prying/levering the device against hard bone or other instrumentation during use.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an arthroscopy surgery the tip of the device got bent. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.